Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that in the last couple of weeks, they had been unable to recharge for the longest time. They said the phone would not let them communicate; it told them to scan. They tried, but that did not work. The patient was worked with to restart the recharger by holding the power button down for 45 seconds. After the restart, they were successful to use the recharger and reported connection: excellent. The ins battery was 60 percent charged. The troubleshooting steps that were taken on the call resolved the issue. The patient's relevant medical history included they mentioned since implant, they had been unsuccessful to use the belt to recharge their ins because of where it was located. They said they held it with their hand. By the end of the call, they reported their ins battery was 100 percent charged. There were no patient symptoms or further complications reported at this time. Additional information was received from the patient. Caller stated they had un-installed and re-installed app but they were still not able to pair recharger but the recharger itself was working appropriately. Tss had caller power cycle handset and reset recharger. Caller was then prompted by the handset to scan code, received 3167 code but then saw normal recharging screen. Tss reviewed to ensure patient is not using therapy app/communicator while trying to use recharger/recharging app. Caller reports the wireless recharger is able to charge the ins. Ins is currently at 90% charged. Caller reports the recharging app would not pair to the wireless recharger.power down the handset, clearing out all history and resetting the wireless recharger did not resolve. Transfer to mobility to uninstall/re-install the recharging app. No further complications were reported/anticipated at this time. Additional information was received from the patient. They reported that the patient had ongoing difficulties using their charger which they have discussed with their managing physician. The patient plans to have their current interstim system removed and replacement with interstim x in june. The patient was also calling to ask how to put the handset in airplane mode. Patient services reviewed information and reviewed recommendations regarding airport/security screening devices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.